Event description:
It is reported that a customer was hospitalized for heart surgery and now has a medtronic pacemaker. The patient did not have any complaints about the insulin pump he was using. The customer's blood glucose was not recorded at the time of the call. No further information was provided

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.